Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to the patient morphology/pathology due to an extremely large left atrium, a dilated mitral annulus and user technique/procedural circumstances associated with sub-optimal visualization. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other mitraclip referenced is filed under a separate medwatch report number.

Event description:
This report is filed for the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. During the procedure, visualization of the leaflets was difficult. Two clips were deployed without issue. A third clip (70111u179) was deployed; however, while still attached to the gripper line, it initially detached from one leaflet, but ultimately detached from both leaflets (embolized). The patient was taken to surgery and during surgery, it was noted that the second deployed clip (70111u181) remained attached to one leaflet (slda). The embolized clip and the slda clip were both removed and the mitral valve and tricuspid valves were successfully treated with surgery. Post-surgery, the patient remained stable. There was no additional information provided.